Event description:
On 4/7/2000 an employee at the hosp received a needle stick on the hand while wiping the outside of the container. Kendall's quality assurance dept was notified of this event on 4/11/2000.